Manufacturer narrative:
Evaluation summary: no product has been returned for evaluation. No x-ray, surgical report, medical history of the patient, patient activity level and weight has been provided. It is unknown if the components were implanted according to the surgical technique. No cause analysis is possible at this time based on the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by patient's council that patient underwent left tha and that patient experienced pain and was revised (liner and head).